Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient presented in clinic for a normal device change out and lead replacement procedure. The atrial lead was dislodged and exhibited loss of capture. The lead was capped on (B)(6) 2018. The patient's condition was stable before and after the procedure.

Manufacturer narrative:
Correction: patient identifier: this correction is to correct the previously submitted patient identifier.